Event description:
It was reported that during a tjm, bone graft procedure, the clips are not closing properly on the structure. Silk ties were used to complete the case. Minimal blood was lost but no consequenceto the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.